Manufacturer narrative:
At the time of reportability assessment, there was very little information available. However, the event was called in as a complaint, so the assumption is that the reason for revision was unexpected. As such, the event has been assessed as an adverse event/serious injury. This report is for one (1) unknown spine system (click¿x or pangea). (B)(4). A revision/removal procedure was scheduled for (B)(6) 2016. At this time, it is unknown if the procedure has been completed as scheduled. The availability of the part for evaluation is unknown. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was scheduled to undergo a revision / hardware removal procedure on (B)(6) 2016. The reason for revision and type of construct being removed (click¿x or pangea) is currently unknown. Efforts are being made to obtain additional information surrounding the event. This report is for one (1) unknown spine system. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 23, 2016. It was further reported that revision surgery to extend the construct was performed on (B)(6) 2016. Patient was initially implanted with pangea and click x from l3-s1 on unknown date. It is unknown which level had which construct. It is unknown why a revision was scheduled and if patient experienced any adverse events prior to revision surgery. During revision surgery, surgeon extended one unknown level using competitor's devices. The reason for extension is unknown. There was no allegation of hardware failure and no hardware was explanted. The revision surgery was successfully completed. There was no patient harm or surgical delay reported.